Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit will not turn on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) unit wont turn on. A getinge field service engineer (fse) evaluated end user reported iabp would not turn on. Fse arrived on site to fnd iabp console not fully engaged in the hospital cart. Once reinserted the iabp began charging the batteries.and the system would turn on. All power parameters, battery operation checks and battery run time tests passed. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. No patient involvement.